Manufacturer narrative:
The manufacturer previously reported information received alleging a ventilator inoperative alarm occurred. There was no harm or injury reported. The device was not reported to be in patient use. During the evaluation of the trilogy ev300 at the manufacturer's service center, the technician performed calibrations and internal tests with success. Downloaded error log without finding any anomalies. However, the ventilator is left to monitor the ward to see if the problem will recur. The department confirms that the ventilator has not re-presented the problem therefore the request is closed. The ventilator is then ready for clinical use.

Event description:
The manufacturer received information alleging a ventilator inoperative alarm occurred. There was no harm or injury reported. The device was not reported to be in patient use. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete.